Manufacturer narrative:
Device was used for treatment, not diagnosis no patient was involved. Date of event is unknown. Device is an instrument and is not implanted / explanted. Complainant part was received. (B)(6). A device history record (DHR) review was performed for part # 03.010.472, synthes lot number: 7915291; manufacturing site: (B)(6); release to warehouse date: (B)(6) 2012: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The returned screwdriver was confirmed to be bent. The distal tip of the stardrive feature is bent distally, additionally the tip was twisted in the direction of screw insertion. The sliding bar is also twisted and does not engage with the shaft properly. Replication of the complaint condition is not applicable as the device is already bent and twisted. No definitive root cause could be determined however, it is likely that the device experienced excessive force during screw insertion. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the part of the inter-lock screwdriver that slides is bent. This report is for one (1) inter-lock screwdriver. This is report 1 of 1 for (B)(4).